Event description:
It was reported by service report that the head right siderail was not locking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: head right siderail was not locking in upright position.